Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic clinical specialist reported that during a mastoidectomy, the handpiece attachment overheated after two to three minutes of drilling. The user wrapped a damp cloth around the device and proceeded with the case. There was no patient impact.

Manufacturer narrative:
The product analysis indicates the reported issue of overheating could not be confirmed. The device would not retain blades. The distal bearing was detached and corroded. The device was repaired and tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic clinical specialist reported that the angled attachment overheated. There was no patient impact.